Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual inspection found that the distal section is fractured 325cm from the proximal section. The spring tip was not returned for analysis. The guidewire overall length and outer diameter of the distal tip could not be measured due to the device condition. All other outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04783. It was reported that a rotawire fracture, vessel perforation and patient death occurred. The target lesion was located in a highly calcified, 90 degree bend of the left main and proximal left circumflex to left circumflex obtuse marginal branch. A rotablator burr and 330cm rotawire were used and advanced to treat the target lesion. During the procedure, when the burr passed the midpoint of the left circumflex-obtuse marginal branch, it was noted that the burr jumped forward and was caught within the vessel. When the burr and rotawire were removed, the wire was noted to be fractured. After, a non-bsc guide wire was used. A perforation was noted and the broken portion of the wire was unable to be retrieved. The patient coded in the cardiac cath lab and was transferred to the intensive care unit (ICU) in critical condition. The patient coded again and expired.